Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part no.: 323.062. Lot no.: l533517 . Manufacturing location: (B)(4). Release to warehouse date: 29.aug.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation of the ankle on (B)(6) 2018 a 2.0mm drill bit broke inside the patient bone. The part was not able to be retrieved and remains in the patient bone. It was a clean break with no fragments generated. An additional 2.0mm drill bit was found to complete the surgery. This event did not cause any surgical delays and no additional x-rays were taken or are available. The surgery was completed successfully and the patient outcome was satisfactory. This complaint involves one part. (B)(4).